Event description:
The cartridge that came loaded with the endoscopic reloadable linear cutter did not fire staples. Another cartridge was loaded & the instrument broke at the distal portion of the neck. Event reported to pt relations dept on 6/14/95.